Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel with the actuator bar under the implant instead of behind as designed. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found the actuation bar was initially behind t2 but deployed it after recycling the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for premature activation has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. The root cause for physical resistance/sticking could not be determined since the reported malfunction could not be duplicated during the investigation. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: g4 (PMA/510(k)number).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a meniscus repair procedure, after opened the fast fix device package, found t1 fell off, and t2 was stuck in the needle rod and cannot be pushed out. The procedure was successfully completed using a back-up device. There was no surgical delay and no further complications were reported.